Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the battery cap on the insulin pump was worn and it powered off on its own, had unexplained no delivery alarms, buttons were harder to press, slower to rewind and smelled insulin while rewinding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.